Event description:
Reportedly, a 40 meq potassium solution was being administered from a piggyback container with a normal saline solution in the primary container. The clinician attempted to deliver a bolus of the saline solution from the primary container without first clamping off or lowering the piggyback container. As a result, the potassium solution was delivered at the boluse rate. The patient was examined. The heart rhythm was regular and the potassium level was 3.6.